Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the subject guidewire was noted to be kinked in the mid section and to the distal tip, there was also peeling noted to the ptfe coating to the proximal end. It is probable that the guidewire may have been subject to stresses due to procedural and/or anatomical factors, causing the guidewire to kink creating difficulty to torque and advance the guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire torque problem and guidewire dose not have a smooth movement could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation, based on the damage noted. Additional information provided by the customer states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was moderately tortuous and the torque device was used with the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire torque problem and guidewire does not have smooth movement and to the analysed guidewire kinked/bent and guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Based on the characteristics of the ptfe peeling, it is consistent with interaction with the torque device, either during use or during removal of the torque device after use. An assignable cause of handling damage will be assigned to the analysed guidewire ptfe coating peeling.

Event description:
The device was returned for analysis, the investigation of the device revealed that the subject guidewire polytetrafluoroethylene (ptfe) coating was peeling. No clinical consequences were reported to the patient due to this event.